Manufacturer narrative:
The device is not available for evaluation. If additional information is received it will be reported on a supplemental report. The product was discarded by the facility at their location.

Event description:
It was reported by a company representative that a patient developed a possible post-surgical infection after initial implantation with an implant. The original procedure was reported as completed successfully without a delay, but a revision surgery occurred to remove the screws and a broken plate.

Event description:
It was reported by a company representative that a patient developed a possible post-surgical infection after initial implantation with an implant. The original procedure was reported as completed successfully without a delay, but a revision surgery occurred to remove the screws and a broken plate.

Manufacturer narrative:
The reported event of a broken plate could be confirmed, because the plate (2 fragments) was returned (s. Fig. 1) along with another intact plate and 7 intact screws. The aligned CT scans (s. Fig.2) in company with the complaint information were forwarded to the stryker health care professional. He stated that according to the related instruction for use, the 2.0 mini plates are not indicated for fixation of mandibular angle fractures, and therefore, the surgeon used this plate off-label. Documented by phd (B)(6), clinical expert, for stryker leibinger on (B)(6) 2020. Because of the aligned CT scans that were evaluated by stryker health care professional no further physical inspection needs be performed and no material / expanded investigation activities were deemed necessary.it has also been reported that the patient had an infection. However, in a follow-up, the sales rep has mentioned that the patient has poor hygiene. Surgeon also confirms that the infection was related to the procedure and not the device. No lot number was provided and a review of the specific manufacturing batch record and related quality documents (manufacturing documents, inspection plan, inspection drawing and release report) cannot be performed. Therefore, it is also not possible to determine the quantity released for distribution within the affected lot. Based on evaluation there is no indication for an incorrectly working product or any systematic design, material or manufacturing related issue. Therefore, no corrective and / or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend.